Manufacturer narrative:
P-cap locks properly into the reservoir compartment. Unit powered up properly after battery installation. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. In the display option menu, the brightness levels 1 through 5 were working properly. Toggled on/off and increased/decreased volume with the audio and vibrate feature functioning properly. No delivery alarms and failed battery alarms noted during testing. No low batt or batt out limit alarms occurred during testing. Pump received with normal operating currents. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Thump and carelink software was utilized and downloaded trace/history files properly. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that no relevant alarms were recorded in download history files. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. No moisture damage noted during visual inspection. Peeled keypad overlay and no physical or moisture damage noted on the u1 chip. Unit tested successfully. Unit also received with dried insulin - motor slide, scratched case, pillowing keypad overlay and cracked keypad overlay. In conclusion, customer concerns with blank display, audio/vibrate anomaly, no delivery/occlusion alarm, keypad/button unresponsive/button error, back light anomaly and failed battery test were not confirmed during testing. Unit successfully powered up after battery installation. Unit may have had an intermittent failure not detected during our testing. Exposed to moisture was confirmed on the motor slide assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced back light anomaly, keypad/button unresponsive/button error, exposed to moisture, failed batt test, no delivery/occlusion alarm - unknown timing, audio/vibrate anomaly/absence of alarm, blank display, sensor glucose vs. Blood glucose, sensor updating/sg not available, change sensor/bad sensor, occluded. The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-7020la, mmt-332a, mmt-396a. Customer reported a past insulin flow blocked alarm.customer reported receiving a battery failed alarm.customer reported a keypad anomaly and/or stuck button alarm.customer reported a backlight anomaly.customer reported an audio/vibrate anomaly. Pump continued to soundafter battery was removed and pump was placed in storage mode. Pump willbe rested for 2 hours without battery.the customer called for an issue not covered by existing troubleshootingguides. Refer to the event description for more details.cust received a change sensor alert. Explained possible causes. Cust isunable to run a transmitter test and/or test passed. Cust advised to tryanother sensor.customer is reporting a discrepancy between sg and bg. No harm requiring medical intervention was reported. No product return is required for mmt-1880. No product return is required for mmt-7020la. No product return is required for mmt-332a. No product return is required for mmt-396a.